Event description:
It was reported that when preparing to draw blood from the patient's artery using the arterial blood collection kit, she found that the piston of the well-packaged arterial blood collection needle was detached. The nurse immediately replaced it, and the blood collection was successful. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information and further actions taken accordingly.